Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was 600 mg/dl. Customer current blood glucose level was 59mg/dl. Customer treated high blood glucose level with bolus. Customer reported nausea, thirst, frequent bathroom visit as symptoms related to their high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose incident. Auto mode feature was active at the time of incident. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.